Manufacturer narrative:
Updated data: d4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a 26 millimeter (mm) transcatheter aortic valve, the valve would not stay in place while attached to the delivery catheter system (dcs). Subsequently, the system was withdrawn, and a 29 mm valve was used to complete the procedure. Per the physician, an anatomy-valve size mismatch contributed to the dislodgement. No patient complications were reported as a result of this event. Additional information was received that a medtronic guidewire was used during the implant procedure. The deployment starting point was at mid pigtail. The direction of dislodgement aortic.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the valve in this system report may have caused or contributed to a death or serious injury or that the valve in this report has malfunctioned. Therefore, the valve does not meet the reporting requirements in 21 cfr 803. However, the dcs will remain reportable for malfunction. Updated data: b5. Corrected data: d10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329; product serial/lot number: (B)(6); product type: 0195-heartvalves; implant date: n/a; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-26, serial/lot #: (B)(6), ubd: 17-oct-2027, UDI#: (B)(4). The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a 26 millimeter (mm) transcatheter aortic valve, the valve would not stay in place while attached to the delivery catheter system (dcs). Subsequently, the system was withdrawn, and a 29 mm valve was used to complete the procedure. Per the physician, an anatomy-valve size mismatch contributed to the dislodgement. No patient complications were reported as a result of this event.